Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had previously experienced programming a pump for one drug; however, a different drug actually infused as a result of the lines being mixed up. This was reported to bd associate during the site visit. No further information available. There was patient involvement, but the information on patient impact is unknown.